Event description:
Unit forwarded from police service for testing. Device was used in a nursing home up until and including the death of patient. Patient had been prescribed morphine by attending gp to be administered via syringe driver. Reported patient received bolus of morphine and allegedly died as a result. Report sourced from police service. Device under investigation and device is unlikely to be returned to manufacturer for evaluation/testing as they are now the property of police.